Manufacturer narrative:
The product was discarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 64-year-old female with acute myocardial infarction complicated by cardiogenic shock (pre-support scai shock stage e) underwent placement of an impella cp via percutaneous left femoral arterial access on (B)(6) 2026 at 17:46 for left ventricular unloading following initiation of va ECMO. The device functioned as intended throughout support at performance level p-2 with flow of 1.9 l/min utilizing d5w with sodium bicarbonate as the purge solution. Several hours post-implant in the ICU, mild bleeding at the impella insertion site was reported, most likely attributable to an elevated ptt. A pressure dressing was applied above the insertion site, best practice guidance was reinforced during ogps, and anticoagulation (heparin) was temporarily paused. The patient received one unit of blood, remained hemodynamically stable, and no further bleeding was reported. There was no allegation of device malfunction. The device was explanted and the patient survived. The insertion site bleeding was consistent with anticoagulation-related coagulopathy in the setting of elevated ptt.